Manufacturer narrative:
Device analysis report attached. This report is submitted on april 17, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to an extrusion of the receiver/stimulator.